Event description:
Meter displays high readings. Result was in the 200's, then the result was 164. Customer stated she takes consecutive readings.

Event description:
Syringes are dull.

Manufacturer narrative:
No device problem or defects were found.